Event description:
A facility reported that the light of the mlx 300w xenon lightsource (00mlx) does not turn on and the fuses were blown. There was no patient involvement; thus, no injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was not returned for evaluation. This described failure has been addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root cause and corrective actions for the described issue(s) have been implemented. As a solution, integra can replace components of the mlx lighting units to restore functionality.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11 corrected field: h11 of initial MDR - the mlx 300w xenon lightsource (00mlx) was returned for evaluation. Additional h11: a quality plan was opened to investigate 00mlx power supply and lamp failures. The service and repair team noted that the xenon lightsource 00mlx required a power supply unit (psu) upgrade and fuse replacement. It was confirmed that the specified kilovolt trigger from the psu was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. Evaluation and functional testing were performed, and the unit passed. No post corrective action failures have been identified.

Event description:
N/a.